Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the cracking of the distal end of the scope occurred due to physical load. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had cracked on the distal end. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to damage on lever mount, forceps control lever did not move smoothly, due to damage, forceps control lever did not move smoothly, due to wear of lock engagement lever, up/down knob could not be locked securely, suction cylinder discolored, scope body cracked, shaft guide corroded due to water leakage, guide pin of electrical connector shaved, water tightness lost, due to deformation of scope connector, water tightness lost, sheet holder unit corroded due to water leakage, due to a crack on distal end, water tightness lost, and adhesive on angle rubber worn. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.